Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge stm found that the fill manifold test would fail to pass the fill valve and k3 valve tests each time it was attempted. The stm checked all connections without resolve and opted to replace the fill manifold assembly to resolve the issue. The stm then completed a full pm with calibration, safety, and functionality checks per service manual. The iabp passed to factory specifications and was returned to the customer and released for clinical use. The initial reporter named in is a getinge employee whose contact details are: telephone (B)(6); which differs from that of the event site.

Event description:
It was reported that during a preventive maintenance (pm) of the cardiosave intra-aortic balloon pump (iabp), the getinge service territory manager (stm) found that the unit could not pass the fill manifold test. There was no patient involvement and no adverse event was reported.